Event description:
Upon servicing the device at (B)(4) technical services, it was found that an air detected set alarm caused an interruption of delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with constant air in line (ail) alarm on channel b was confirmed and reproduced during product evaluation. This condition was caused by an uncalibrated ail printed circuit board (pcb). The ail pcb was recalibrated to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.